Event description:
The 2 mm tip of medtronic midas rex drill burr broke off inside surgical wound. Surgeon noted artifact on post op MRI and ordered a CT for clarification. Patient to operating room on (B)(6) 2022 for a craniotomy for tumor. Following day when surgeon reviewed post op MRI, he noted artifact on the scan and order CT. He confirmed that there as an approximately 2 mm piece of metal left in the surgical wound. Surgeon suspected it was tip of metal burr. FDA safety report ID# (B)(4).